Event description:
It was reported that the patient's device is showing high impedance after revision. Chest x-rays were reviewed. The generator was visualized in the patient¿s upper left chest. Based on the image quality, it appeared the pin was fully inserted as the pin appeared to be fully inserted into the second connector block clearly. The filter feedthrough wires were confirmed to be intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. The strain relief could not be assessed due to the quality of the image. Only one tie down was able to be visualized and it could not be assessed whether the tie down was placed per labeling. The leads were partially placed behind the generator. The lead wires at the connector pins could not be assessed. No gross fractures or discontinuities and no sharp angles were observed in the lead portion that could be visualized. Based on the x-rays received, the cause for high impedance cannot be determined. However, a microfracture cannot be ruled out at this time. No surgical intervention has been reported to date. No additional relevant information has been received to date.